Event description:
User facility reported that the product was in use with the pt when the device connector cracked and caused the attached ventilator circuit to detach from the product. According to report an emergency tracheotomy tube change was performed. Further info has been requested but not rec'd at this time. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.